Event description:
It was reported the patient experienced an infection coincident with peritoneal dialysis therapy. The infection was further described as ¿belly infection¿. The cause of the infection event was unknown. On an unreported date, the patient was hospitalized for the event. Treatment for the infection event was not reported. The outcome of the infection event was not reported. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced an infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.